Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 due to sui and mesh was implanted. It was reported that patient underwent laparoscopy with lysis of adhesions, laparoscopic lso, hysteroscopy with endometrial resection , mesh revision/removal on (B)(6) 2003 for reported abnormal bleeding and left ovarian cyst. Findings were endometriosis with left ovarian endometrioma, pelvic adhesions, polypoid endometrium with dysfunctional bleeding, operative hysterectomy with endometrial resection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.